Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 23 mg/dl at the time of incident. The current blood glucose level is 277 mg/dl. The customer treated high blood glucose with glucagon. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer alleging over delivery. The customer was wearing the insulin pump when high blood glucose event was reported. Customer reports was not worn during a medical procedure. Customer also states insulin pump had keypad unresponsive and frozen screen. The insulin pump will be returned for analysis.